Manufacturer narrative:
Patient information was unavailable from the site. The door winch cable was returned to the manufacturer for analysis. The door winch had bent drive gear teeth that became deformed during the manual door open process. The motion control box was returned, evaluated and found to be fully functional. A full imaging system check-out was completed following repairs and part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system gantry will not open. They are able to close the doors but when they attempt to manually open the door, there is a loud click and the door would get stuck. The use of medtronic imaging was discontinued due to this issue. The patient was not affected.